Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction: e4 - initial report sent to FDA was changed from no to unknown. G2 - report source, added foreign and health professional. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the device was tested negative therefore the reported failure was not confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 2 cfu. Bacterial identification: staphylococcus epidermidis kocuria sp. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 2 cfu. Bacterial identification: bacillus species. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 3 cfu. Bacterial identification: bacillus cereus, staphylococcus capitis. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 56 colony forming units (cfus) of enterococcus faecium. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.